Event description:
It is reported that a customer experienced high blood glucose of 258 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with troubleshooting and was informed that their pump needed to be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage to the keypad traces, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.